Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 customer returned insulin pump for an alleged critical pump error (open book image) alarm, cracked battery compartment. After battery installation, the device powered up with constant blank white display. Device was cut open to perform visual inspection and found cracked lcd controller, also moisture damage on the pcba1 during visual inspection. The original pcb 1 was replaced and installed in original pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the unit powered up normally and the display functioning and no anomaly noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify critical pump error (open book) due to display anomaly. Device had scratched case, stained keypad overlay, cracked case (battery tube). Device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, unable verify critical pump error (open book) due to constant blank display anomaly. Constant blank display due to cracked lcd controller. Cracked case (battery tube) was confirmed. Device exposed to moisture confirmed. Unable to download history files and traces due to display anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received an open book image on the insulin pump screen. Customer reported crack on back left hand side of insulin pump. Customer stated that insulin pump might had exposed to water. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.